Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section , to provide the completed investigation results and to report that this reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. Three unopened and sealed tr bands were for evaluation. The samples were opened to perform functional testing. The samples were subject to visual analysis. No visible damage was noted on the bands or balloons. The samples were subject to leak testing. Approximately 18 ml of air was injected into the band and the band was submerged in a water bath for approximately 30 seconds. No air bubbles were observed from the band or balloon assembly on all three bands. The samples were subject to additional leak testing. Approximately 15 ml of air was injected into the bands and the bands were placed in a holder for 12-24 hours. After 12 hours the air was removed from the band and 15 ml of air was left in each band. The samples passed manual leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction no foreign matter or damage was observed from the check valve in all three bands. The complaint cannot be confirmed for air leakage issues because the samples passed all leak testing, and no damage or foreign matter was found in the check valve. The exact root cause could not be determined. It is unlikely the reported issue is a manufacturing issue therefore, this event is currently deemed a non-reportable event. Review of DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the involved tr band 2 was not holding air and deflating over time. The nursing team noticed that the band almost fully deflated in post-procedure holding. In all instances there was no bleeding. The patient was not injured during the event and medical or surgical intervention was not required. The event occurred intra-operative.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ccl manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.